Manufacturer narrative:
Concomitant medical products: 7299 crt-d implanted on (B)(6) 2005; 419488 lead implanted on (B)(6) 2005; 694965 lead implanted on (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture during replacement procedure of device. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.